Manufacturer narrative:
E1:patient country: united states. Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing was kinked on (B)(6) 2024 and when patient was trying to flatten the tube it leads to breakage . No further information available.